Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the login issue occurred because the user did not tap the screen to activate the (bio ID) biometric identifier interface, which prevented the system from initiating the login process and advised the user to tap the screen to prepare bio ID, after which login functionality was restored and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to login to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.